Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2014. The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the reported event of band slippage and pouch dilatation as follows: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain.

Event description:
Doctor reported a recent event of gastric prolapse/band due to slippage in (B)(6)". Device explanted.